Manufacturer narrative:
Product analysis: the device was received with the touhy-borst loosened. The stent was confirmed as 40mm. The device was returned with approx. 15mm of the stent exposed, the stent was deployed with no abnormality noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician attempted to implant a protege rx stent in the patients common carotid artery. There were no abnormalities reported in relation to anatomy. The patient was in the supine position, disinfected with iodine, and covered with sterile towels. The thumbscrew/lock-pin was checked for securement prior to procedure. After successful puncture of the right femoral artery, an 8f arterial sheath was inserted. A 4f vertebral artery catheter was inserted with the assistance of a non-medtronic guidewire for whole-brain angiography. The left internal carotid artery was stenotic by about 90% at the beginning, the c4 segment was stenotic by about 50%, and the left anterior cerebral artery was not developed. A non-medtronic long sheath was inserted and sent to the end of the left common carotid artery. Then, under the guidance of the non-medtronic micro guidewire, the long sheath was sent into a spider fx device. The tip was sent to the distal end of the c2 segment of the left internal carotid artery and then the spider fx was deployed. Under fluoroscopy, it could be seen that the spider fx was in the correct position and well attached to the wall. Atropine 0.5mg was prepared for use. A 5-30 non-medtronic balloon was sent along the spider guidewire. After accurate positioning of the stenosis at the origin of the left internal carotid artery, the balloon was inflated to 10 atms and then deflated quickly. Manual push angiography showed that the lumen of the left internal carotid artery c1 segment was significantly improved compared with the previous. The balloon was withdrawn and the protégé rx stent was delivered along the spider guidewire. During the process, the stent system could not be smoothly delivered along the guidewire and the reason was unknown. Moderate resistance was noted during advancement. When it was withdrawn to find the cause, the tip of the stent was deployed for no reason. In order to ensure the smooth operation, it was replaced with a new stent system. It was delivered along the guidewire to the stenosis of the internal carotid artery and accurately positioned and then deployed. Under fluoroscopy, it could be seen that the new stent was accurately positioned and well attached to the wall. Angiography showed that the lumen of the c1 segment of the left internal carotid artery was significantly improved compared with the previous, with a residual stenosis of less than 30%, smooth forward blood flow, good imaging of the distal vascular branches of the anterior cerebral artery, and no extravasation of contrast agent. The stent delivery system was withdrawn, and the guide catheter was withdrawn after the spider was withdrawn. The patient had no discomfort at this time, with a blood pressure of 140/80 mmhg, a heart rate of 60 beats/min, and no new positive signs in the neurological examination. There was no vessel damage noted. The femoral artery puncture point was blocked with a pulse-head occluder, a local bandage was applied, and the patient was returned to the ward safely. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.